Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer went black and displayed an error code. Could not reproduce error, however it was found in error log. Actions taken included reseating and recalibrating the link electronic module (lem) and printed circuit board (pcb) assembly. Replaced the nylon stand off between lem and micro processor unit (mpu) and pcb assemblies as preventative. Stylus was found to be slightly off in a couple of areas, reseated the cable between "xy" board and overlay and calibrated with a 25-point calibration disk. Reseated the overlay connector and calibrated the stylus as preventative. Device passes final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whilst running atrial sensing test the programmer went black and displayed error code. It was noted that this occurred twice and the user then used a different programmer to complete the interrogation without any issues. The programmer was received into service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.